Event description:
It was reported that the user, who participated in the ilet experience survey experienced the ilet device unexpectedly rebooted during an infusion set change, after which it resumed operation, and the issue did not recur. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation of this case revealed no findings available, with insufficient information to further characterize the device problem or identify a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.